Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the issue recurred, leading to the decision to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.